Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user does not had permission to issue medication. A technical support specialist dialed into the station and checked the user permission in myqlink and found none of the required permissions were enabled, advised the customer to reach out the pharmacy to enable required permissions to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to issue medication, he typed the patient name but was unable to select a patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.